Event description:
It was reported that a new pump was not able to establish telemetry during a case, a few days ago. Since then, they had been able to establish telemetry on the pump and interrogate, but had difficulty with a message to reposition. This was a new pump still in the box and it was noted the sterile seal had not been broken on the package.

Manufacturer narrative:
(B)(4).